Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of type b dissection. It was reported that a secondary intervention was done to treat thoracic aorta dissection. After the index procedure, false lumen was still perfusing and an embolization and a fenestrated stent graft was performed distally (to treat the existing dissection). No additional clinical sequelae was reported and the patient is doing fine.